Event description:
The patient was being treated for burns. The surgeon applied a dermatome to left thigh for intended skin graft harvest. The dermatome malfunctioned and lacerated pt's thigh. The device was replaced and skin graft was taken from a different site.